Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and replaced the syringe. The fe primed the instrument and successfully ran diagnostics. The customer verified and accepted qc. Repairs have returned the instrument to expected operation. (B)(4).

Event description:
The provue probe was not dispensing cells properly. No erroneous results were reported.